Manufacturer narrative:
H3: the catheter was returned and analysis found no significant anomalies. Continuation of d10: product ID: 8782, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was unable to enter/withdraw from catheter access port. Withdrawal symptoms of nausea, vomiting, and diarrhea were reported. A decrease in sc bupivacaine by 0.8mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the old catheter was removed and a cerebrospinal fluid leak was repaired. It was noted that the patient's withdrawal symptoms resolved after the pump was titrated up.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the healthcare provider moves 5 boluses into sc. The patient's pain was improving.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was revised on (B)(6) 2025.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had 5/10 pain.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 10-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug, bupivacaine, and fentanyl via an implantable pump. It was reported that the patient had inadequate pain relief from the pump. A catheter access port (cap) was performed. The catheter failed the study and the system required a catheter revision.